Event description:
Additional information received reported that the patient had undergone a hip replacement in (B)(6) 2011, and was in a motor vehicle accident 2.5 weeks later, eventually undergoing the previously reported spine surgery in (B)(6) 2012. It was noted that the patient had back problems before the accident. The patient had trouble charging her recharger, but was able to resolve the issue by reconnecting the recharger. The patient stated that she "never had much trouble with her ins", and the hcp was considering implanting another ins to help with additional neck pain. It was noted that the patient had an appointment scheduled for (B)(6) 2012.

Event description:
Additional information received reported that the patient' impedances were "fine." The patient was reprogrammed and she stated she had better coverage. The patient met with her health care provider (hcp) because of other back issues and her new pain was not what her device was implanted for. The patient was getting coverage for her original pain complaint and the patient wanted to try and get coverage for her new pain area. The patient was reprogrammed and got better coverage and relief at that time.

Event description:
The patient experienced no stimulation sensation. The stimulation changes occurred the "last few days". She was not able to make adjustments with or without the antenna attached with the patient programmer. The recharger was able to communicate with the ins. She barely felt stimulation and then did not feel anything. There was a warning to replace the patient programmer's batteries. The ins was charged 90-100%. It was noted that she had back surgery on (B)(6) 2012. She has an appointment scheduled for (B)(6) with her doctor. Additional information has been requested.

Event description:
Additional information reported that the patient confirmed using rechargable batteries at times, and she was going through batteries like crazy. She saw the low programmer battery icon on programmer and also got the poor communication screen. New duracell or energizer batteries were suggested. Patient attempted to recharge and decided she will recharge for awhile and then call back to see if the programmer works. Patient states she has been having problems with her programmer and recharger for weeks, and was not able to make adjustment with antenna attached. It was reported stimulation was on but it was too weak and patient would like to increase it, but the programmer won't communicate. She denied being in pain because she just took oral medicine. She had back surgery in march. She fell this past weekend, almost broke her hand/wrist, and also reported falling out of bed last night. It was unclear if the falls were related to the device not working properly.

Manufacturer narrative:
Lead: model 3776-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: lead: model 3776-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). (B)(4).